Manufacturer narrative:
UDI= (B)(4). Investigation results: visual evaluation of the returned device found that the flare was detached and evidence of the flaring process. The flare detachment does not allow the device to be actuated. Review and analysis of all available information failed to indicate a definite root cause of this complaint and is therefore undeterminable. A review of the device history record (DHR) was performed and no deviations were found.

Event description:
It was reported to boston scientific corporation that a rotatable small oval snare was used during a dase procedure performed on (B)(6) 2016. According to the complainant, during the procedure the snare failed to rotate. The procedure was completed with another rotatable snare. There were no patient complications at the conclusion of this procedure. This event has been deemed a reportable event based on the investigation results; flare detached.